Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: suture harvesting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using the proglide device after an interventional procedure. Reportedly, while harvesting the suture, the knot appeared out of the arteriotomy. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.